Event description:
Upon evaluation of the device it was determined that there was melting around the contacts of the unit. A request had been made for the return of the suspect device and replacement product was stent.